Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, post-pace t-wave oversensing was observed. Patient was asymptomatic. Reprogramming was recommended.

Event description:
New information received states that further more episodes of post-paced t wave oversensing were observed via a merlin.net transmission. The device was reprogrammed. The patient has not reported any symptoms.